Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, receiver, and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was received for evaluation but further investigation cannot be performed to confirm the reported issue. A root cause could not be determined.